Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient did not charge her ipg appropriately. In time, the ipg became inoperable, as confirmed by the territory manager. As a result, the patient underwent ipg replacement.